Event description:
Reportedly the pt expired in 2008 after 26 days of implant duration as per returned ID card. On five months later, surgeon's office response states pt death due to multi-system organ failure. No further info has been received on this pt and/or device. Please reference MFR report 6000002-2008-08282 for 4500 model annuloplasty ring also implanted in pt.

Manufacturer narrative:
Multi-system organ failure. Device not returned.